Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place taking place in september 2015 (case# FDA-2014-n-0736-2272, awareness date 27-oct-2015). Additional information received on 18-nov-2015 (ptc investigation result). It refers to a (B)(6) female consumer in united states who had essure inserted in (B)(6) 2014. Right away she began having side effects. She experienced foot pain and sweating. At hsg (hysterosalpingogram) she asked the physician and she said no one has had issues. As time went on, she had depression with suicidal thoughts appeared out of nowhere, tiredness, a nasty rash all over her body, hair loss, sharp pains in stomach when she cough or move too fast, mood swings, metal taste, painful irregular periods with clots. She was scheduled for a hysterectomy on (B)(6). She was not looking forward to the surgery because she has a type 1 young diabetic son with crazy sugars. Ptc investigation result: ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case. No product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A batch review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event (s) and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp pains in stomach when she cough or move too fast and depression with suicidal thoughts. These events were considered serious. The first reported event is listed in the reference safety information for essure while the other is unlisted. Considering that no alternative explanation was provided for the event sharp pains in stomach, a causal relationship cannot be excluded. With regards to the other event, considering its nature, a causal relationship can be excluded. This case was regarded as incident since a surgical intervention (hysterectomy was scheduled) will be required. Additionally, non-serious events were reported. According to product technical complaint, based on the available information there is no reason to suspect a causal relationship between reported medical event (s) and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.